Event description:
I am submitting this report to describe adverse symptoms that began after undergoing transcranial magnetic stimulation (tms) therapy. I started tms treatment in february. Prior to this therapy, I did not experience the symptoms I am about to describe. I did have some anxiety related to personal circumstances (the loss of my mother), but I was still able to function normally in my daily life, including driving and completing routine activities. During and after the tms treatments, I began experiencing persistent and distressing symptoms, including: constant brain fog (mental cloudiness and difficulty thinking clearly) a feeling of disconnection or derealization (as if things are not real) emotional numbness, as if my emotions are "blunted" or turned off increased anxiety, sometimes severe a sensation that the right side of my face feels numb or "asleep" an abnormal sensation in my right eye, described as feeling "lazy," strange, or partially numb fluctuating intensity of symptoms, often worsening as the day progresses these symptoms are present daily and are significantly interfering with my ability to function and perform normal daily activities. This is very different from my condition prior to tms therapy. I have already undergone a brain MRI, which was reported as normal, but my symptoms persist and continue to affect my quality of life. I am concerned that these symptoms may be related to the tms therapy and would like this to be documented and evaluated. Thank you for your attention to this matter.